Manufacturer narrative:
Batch review performed on 25 january 2022. Lot 2006042: (B)(4) items manufactured and released on 07-sep-2020. Expiration date: 2025-aug-26. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a subsided tibia and the cause is unknown. The surgeon revised all implants 10 months after primary and the surgery was completed successfully.